Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent, stomach pain, "temperature" and feeling unwell. The cause of the event s was not reported. One day after the onset of events, the patient was hospitalized for the events. The patient was treated with intraperitoneal heparin. At the time of this report, the events were ongoing. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.